Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the network cable from camera was replaced. (B)(4). After functional testing and visual/physical examination the reported issue was not confirmed. One of the three cables in the returned kit was unused in a sealed package. The other two cables were undamaged and passed a continuity test with no opens or shorts detected. The bulkhead connector was also undamaged and passed a continuity test with no opens or shorts detected. No problem found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that upon boot up the system displayed, "localizer not connected." The manufacturer representative manipulated ethernet camera cable and the issue resolved. No patient was present at the time of the event.